Event description:
It was reported by the rep that the (1) tx30v was used during an aortic aneurysm procedure. It was reported that the device misfired were staples all over the abdomen. The rep will report further details at a later date. There was no pt consequence.